Manufacturer narrative:
(B)(4). Method: the returned probe was visually inspected and performance tested. A probe temperature accuracy test was also performed. Results: during the visual inspection it was observed that the cable was pulled 3mm out of the redel plug. There was also a small cosmetic defect on the tip of the flow probe which would not cause an alarm nor affect functionality of the probe. The temperature probe was connected to a working mr850 and test run. It was noted that no alarm was activated. The probe temperature accuracy test revealed that both the chamber thermistor and the airway thermistor were within the required specification for this product. A lot check revealed no other complaints for the lot number provided. Conclusion: the cable being pulled slightly out of the redel plug would be due to the customer pulling on the cable instead of grasping the redel collar. We could find no functional defect with the probe and are therefore unable to determine what had caused the humidifier and ventilator to alarm as reported by the customer. The customer had commented that they had noticed the cosmetic defect on the probe tip and had assumed that this was the cause of the alarm, yet our testing showed that the probe functioned normally and did not cause the humidifier to alarm. In addition, further information received from the hospital revealed that the alarms only sounded after 48 hours of use.

Event description:
A hospital in (B)(6) reported that the maquet ventilator and mr850 respiratory humidifier alarmed during use with an 900mr869 temperature/flow probe. The hospital has reported that there was no consequence to the patient.

Manufacturer narrative:
(B)(4). We currently do not have sufficient information to determine the root cause of the event description. However, we are endeavouring to obtain the device and further information with regard to this complaint and will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the maquet ventilator and mr850 respiratory humidifier alarmed during use with an 900mr869 temperature/flow probe. The hospital has reported that there was no consequence to the patient.